Manufacturer narrative:
Serial number has been requested; awaiting response. (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-06966. It was reported that the patient had their log files sent in for review as they were experiencing elevations in power and flow due to kinking and extramural thrombus/thickening in the outflow tract cannula. Their aortic valve opened partially, compatible with inadequate offloading of the left ventricular volume. There were also trace bilateral pleural effusions. The patient had a past medical history of: coronary artery disease and a prior coronary artery bypass graft (CABG); ischemic cardiomyopathy status post dt-hm2 complicated by kinking of outflow graft and layering thrombus; a gastrointestinal bleed off of aspirin, persistent atrial fibrillation, mild to moderate aortic insufficiency, biventricular implantable cardioverter defibrillator (ICD) who presented from clinic with fatigue and power spikes on lvad including roughly 6 weeks of generalized fatigue and significant decline in exertional tolerance. Also the patient had driveline fault messages seen in their log history. They reported feeling symptoms of fatigue and decreased endurance over the past several days. Technical services captured the elevations in power and flow with a decrease in pulsatility index (pi) on (B)(6) 2021. They also captured the history of driveline faults between (B)(6) 2021 and (B)(6) 2021. Technical services noted that the driveline faults and the power elevations were not related. It was communicated on (B)(6) 2021 that the patient was admitted to the hospital and was being considered for a heartmate ii (hm ii) to heartmate 3 (hm 3) exchange, but their labs were still pending. The patient's urine color remained clear/light yellow. It was reported that on (B)(6) 2021 the patient was in the operating room (or) for the hm ii to hm 3 exchange. This was complicated by aortic insufficiency causing pulmonary edema and required va-ECMO (venoarterial extracorporeal membrane oxygenation). The patient was postoperatively transferred to the ICU where he required mechanical ventilation and inotropic/pressor support. The patient had an acute kidney injury on (B)(6) 2021 required continuous renal replacement therapy (crrt). The patient developed a right hemothorax and went back to the operating room later on (B)(6) 2021 for a right thoracotomy evacuation. Va ECMO was decannulated on (B)(6) 2021 and protek duo was placed for right ventricle support. The patient's condition continued to rapidly decline which resulted in multi-system organ failure requiring multiple life-sustaining interventions. The patient's family was updated and decided to make the patient do not resuscitate (dnr) and withdrawal of care. The patient passed away on (B)(6) 2021 at 18:32.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported multi-system organ failure, aortic insufficiency, bleeding (hemothorax), renal dysfunction, and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient¿s heartmate ii (hmii) to heartmate 3 (hm3) pump exchange on (B)(6) 2021 was complicated by aortic insufficiency which resulted in pulmonary edema. Additionally, venoarterial extracorporeal membrane oxygenation (va ECMO) support was given as treatment. The account reported that the patient required mechanical ventilation, inotropes, and pressors. The patient also had an acute kidney injury. The account reported that the patient developed a right hemothorax which required a thoracotomy evacuation. The account reported that va ECMO support ended on (B)(6) 2021, and a right ventricular assist device (rvad) was utilized. The account reported that the patient later experienced multi-organ failure, the decision to withdraw care was made, and the patient expired on (B)(6) 2021 due to multi-organ failure. The account communicated that heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Multiple organ failures/dysfunctions, bleeding, renal dysfunction, and death are listed as adverse events that may be associated with the use of heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. No further information provided. The manufacturer is closing the file on this event.